Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes had the stopper creep out or a loose closure during use. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated ¿when recapping after blood collection, the cap was loose and almost creeped out."

Manufacturer narrative:
H.6. Investigation: bd received 1 used samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for stopper creep out with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing by adding colored water and the tube was held by the stopper for 10 secconds and the tube fell and the issue of stopper creep out was observed. However, 10 retention samples from bd inventory, were evaluated by functional testing and the issue of stopper creepout was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer k2 edta (k2e) plus blood collection tubes had the stopper creep out or a loose closure during use. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated ¿when recapping after blood collection, the cap was loose and almost creeped out."